Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of interrogation difficulty and noted that the device also failed its uplink tests. The cable was replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency (rf) programmer head was unable to interrogate implantable heart devices. The programmer was changed out and the rf head was returned for service. No patient complications have been reported as a result of this event.